Event description:
The physician called to report that following treatment with juvederm ultra plus in the lips, the patient has had prolonged swelling and itching of the lower face. The patient followed-up with another physician who prescribed two types of antihistamines, and one six day course of an oral steroid. The patient improved with medication, but when the patient came off the medication, the symptoms recurred. The patient was treated concomitantly with radiesse.